Event description:
Following firing of device, anastomosis was cut properly with good tissue donuts, but leaked when tested with saline. Inspection revealed that 1/3 of staples did not fire around one side of anastomosis. Patient required a colostomy.